Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: devices explanted due to left breast prosthesis rupture, left breast pain, and bilateral animation deformity. Reason for biopsy was to analyze seroma fluid. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast reconstruction procedure with mentor memorygel breast implant 350cc gel breast prostheses was involved in an automobile accident in (B)(6) 2019 and suffered trauma to her chest. The patient noticed a lump on her left breast along with left breast pain. In addition, it was reported that the left breast prosthesis ruptured, and that the patient developed bilateral animation deformity. An ultrasound was performed on the patient¿s left breast, and the results showed a likely seroma. An ultrasound aspiration biopsy was performed on the patient¿s left breast and fluid was collected and sent to pathology. The specimen was determined to be acellular. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 20-dec-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient suffered a chest injury due to a car accident. In addition, the patient experienced a rupture in the breast implant, breast pain, seroma and animation deformity. During the visual inspection, the device was found to be ruptured. It was received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).